Event description:
Report received from USA stating "the device was getting warm to the touch while setting up." The event did not occur during surgery. There was no pt involvement or injuries. There was no additional info provided.

Manufacturer narrative:
The device was received by anspach. The device was evaluated and found to have met mfg specifications. The event was not confirmed. If additional info is received, a supplemental report will be sent.